Event description:
The patient was revised because of pain and loosening.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to review the device history records was not provided. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about the reported pain and loosening based on the provided info. Based on the investigation findings, the need for corrective action is not indicated.